Manufacturer narrative:
A product evaluation was performed. The report indicates that: as received condition of device, the part received shows no abnormal signs of use. Per the investigation, there are some scratches at the interface section with the applicator. Dents seem to be intact and sharp. The patient suffers from osteoporosis which is a listed contraindication for t-pal titanium. The migration was detected around two months after initial surgery. It is likely that insufficient bone growth through and around the implant as well as an incorrect footprint chosen led to failure of the implant. Since there is no other complaint found for tan implants with the same cause of hazard, it can be stated that the complaint is not caused by the design of the implant. Complaint is disposed as confirmed due to evidence that part is migrated, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The migration was detected on (B)(6) 2016; however, it is unknown when the migration occurred. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: september 07, 2015. Expiry date: august 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a t-pal cage migrated postoperatively (lumbar level 4/5). The migration was detected on (B)(6) 2016. The construct was implanted on (B)(6) 2016 and the revision surgery took place on (B)(6) 2016. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the revision only the t-pal cage was exchanged.